Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the trigger got broken were all pieces retrieved? Did it alter the procedure in any way? The lot number provided, r92ndx, was found to be invalid. Can you please provide a valid, six digit, batch or lot number for the device?

Event description:
It was reported that the trigger got broken into 2 fragments. No prior use. No difficulty to put the cartridge. Problem solved by replacing the device. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # r57n6j. The analysis found that one psee60a device was returned with the firing trigger broken and missing, and with no cartridge reload present, making the device non-functional. No further functional testing could be performed due to the conditions of the firing trigger. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r57n6j. The analysis found that one psee60a device was returned with the firing trigger broken and missing, and with no cartridge reload present, making the device non-functional. No further functional testing could be performed due to the conditions of the firing trigger. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.